Event description:
Customer reportedly obtained results of 496mg/dl, 575mg/dl, 440mg/dl, and 246mg/dl on the complete system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.